Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave pulsed field ablation (pfa) catheter into the faradrive sheath to start the ablation process, the sheath was flushed. During flushing, air bubble formation was seen in the sheath. It is believed by the physician that the hemostatic valve may have leaked leading to the air ingress seen. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.